Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
Per medwatch (B)(4), it was reported that prior to a case and just after draping was complete, the e-sep pencil was plugged in and was activating without cut/cautery buttons being pressed. The pencil unplugged and plugged back in, the same issue occurred. The pencil was immediately taken off the field and replaced. No additional information is available.

Manufacturer narrative:
Correction: d9: device not received. H6:the quality investigation is complete.

Event description:
Per medwatch (B)(4), it was reported that prior to a case and just after draping was complete, the e-sep pencil was plugged in and was activating without cut/cautery buttons being pressed. The pencil unplugged and plugged back in, the same issue occurred. The pencil was immediately taken off the field and replaced. No additional information is available.